Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19m) distributed in the us. The reported caravel mc microcatheter and its tip fragment were returned for investigation. The distal tip polymer segment on the proximal side of the returned caravel mc microcatehter was found torn off. The rupture edge of the tip segment was found stretched with circumferential cracks on the tip polymer likely caused by ductile rupture. Microscopic observation of the tip fragment found that the tip was torn at approximately 2.5mm from the tip end. The proximal torn edge of the tip fragment was found crushed, likely caused by applied torsion and circumferentially cracked due to ductile fracture. These findings suggested that the entire length of the microcatheter was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress exceeding the product design limit might have been locally accumulated on the distal segment of the subject caravel mc microcatheter during withdrawal attempts of the microcatheter while the catheter tip was caught in the flexuous segment of the blood vessel or the heavily calcified lesion. Consequently, the distal tip polymer segment was bent, stretched, and torn off. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of some fragment to be left in situ could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] 3) do not use this microcatheter in advanced calcified lesion. [Warnings]. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a heavily calcified, heavily flexuous, and 99%-occluded lesion in segment 11 of the left circumflex artery (lcx). An asahi caravel mc microcatheter and an asahi sion blue guide wire were used to cross the lesion without resistance. When the sion blue was exchanged with a rotawire (boston scientific japan) and rotablation was performed, an anomaly was recognized with the distal segment of the rotawire under x-ray. Confirmed ex situ, the rotawire was found with a catheter-tip-like object, and the subject caravel mc microcathter was found ruptured. The angioplasty performed with the rotablator was successful, and the procedure was completed without issue. It was informed that there were no health hazards caused to the patient.